Event description:
Healthcare professinal reports a blood leak alarm sounded at initiation of pt treatment. A hemestix of the dialysate compartment confirmed a blood leak. New disopsables were used to continue the pt treatment without incident. Estimated blood loss of 250cc was noted. The dialyzer was reused 6 times. The health care professional reports no pt injury or need for medical intervetion.